Manufacturer narrative:
Correction: device serial number now provided. It was inadvertently left off initial MDR. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction: the procedure was completed with the use of the navigation system.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. On 6/14/2017 a medtronic representative went to site to test the equipment. The representative was unable to replicate the issue. Patient database had 153 exams, the exams were deleted from the patient database except demo exams. A system checkout was performed and system passed all tests. System is fully functional. The logs for the navigation system were reviewed by medtronic personnel. Evaluation of the logs provided no additional insight regarding the cause of the reported issue.

Event description:
A site representative reported that a cranial resection procedure navigation system became unresponsive. Rebooting the system solved the issue but rebooting time was longer than usual. The surgery was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.